Event description:
On 06.22.10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. As reported to covidien by another MFR, the attorney alleges that on (B)(6) 2008, the pt underwent fiberoptic bronchoscopy, left redo thoracotomy and wedge resection of the left lower lobe lung nodule for a suspicious mass in left lower lobe and severe copd. From (B)(6) 2008 to (B)(6) 2008, the attorney alleges that while hospitalized, heparin sodium therapy at various concentrations, vial sizes, doses and different routes, including covidien heparin sodium 100 units per ml, was administered to the pt. In (B)(6) 2008, the attorney alleges that after surgery, the pt experienced persistent air leaks, sepsis, and persistent massive diarrhea. On an unreported date in 2008, the attorney alleges that while hospitalized, the pt experienced malnutrition. Treatment included antibiotic therapy and nutritional support. On (B)(6) 2008, the attorney alleges that heparin therapy was discontinued. On (B)(6) 2008, the attorney alleges that 24 hours after the cessation of heparin, the pt passed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.